Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as the staff needed to remove ac power and upon removing ac power (ventilator device allegedly had batteries) the screen went white and started alarming. His occurrence was noticed during patient air transport while ventilated. Various alarms were observable both visually and through hearing. The reported technical events and technical failures codes are: te246005 (alarmmonitordefect), te 232005 (blowerhot), te 485001 (ambientfailuredetected), tf 432001 (blowerovertemperature), tf 446029 (ambientfailuredetected). The device log files were provided to hamilton. There is patient involvement reported. This occurrence was noticed during patient air transport while ventilated. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as the staff needed to remove ac power and upon removing ac power (ventilator device allegedly had batteries) the screen went white and started alarming. This occurrence was noticed during patient air transport while ventilated. Various alarms were observable both visually and through hearing. The reported technical events and technical failures codes are: te246005 (alarm monitor defect), te 232005 (blower hot), te 485001 (ambient failure detected), tf 432001 (blower over temperature), tf 446029 (ambient failure detected). The device log files were provided to hamilton. There is patient involvement reported. This occurrence was noticed during patient air transport while ventilated. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.